Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with a bd syringe 0.3ml 29ga 1/2in the thumb press was broken. The following information was provided by the initial reporter, translated from (B)(6) to english: when removing the plunger cap, the customer found that the thumb press was damaged.

Manufacturer narrative:
H.6. Investigation: customer returned (1) 3/10cc, 12.7mm, 29g syringe in an open poly bag from lot # 0052896. Customer states that when removing the plunger cap, the customer found that the thumb press was damaged. The returned syringe was examined and exhibited a broken thumb press. A review of the device history record was completed for batch # 0052896 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200871354] noted that did not pertain to the complaint. Assembly process summary: the automatic syringe assembly machine feeds 0.3ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Packaging process summary: a dial transfers the correct number of syringes to a tube where they drop by gravity through the tube coming to rest on top of the polybag sealing jaws. The polybag is formed by web that is wrapped around a metal tube where the sides of the web overlap and are sealed to form the vertical seal. Sealing jaws form the polybag bottom, as well as the top of the previous polybag. Between the sealing jaws is a knife that severs the bag from the roll. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. H3 other text : see h.10.

Event description:
It was reported that prior to use with a bd syringe 0.3ml 29ga 1/2in the thumb press was broken. The following information was provided by the initial reporter, translated from japanese to english: when removing the plunger cap, the customer found that the thumb press was damaged.